Manufacturer narrative:
Follow up MDR for correction. Following the submission of the initial MDR, it was determined that this pr is a duplicate of (B)(4). This MDR will be voided.

Event description:
Duplicate of (B)(4).

Event description:
Material # 301033. Batch # 0100616. It was reported by customer that syringe missing numbers damaged tip. Verbatim: rcc received a complaint via email. Email(s) attached. Notification number (B)(4). Notification created date 3/16/2022. Notification description syringe missing numbers damaged tip. Component number 33239. Component description lts 20 ml luer-lok syringe. Component lot serial number (B)(6). Regulatory date reported 3/19/2024. Regulatory reference number 1423395-2024-00150.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.